Event description:
It was reported that the electrodes were not working properly and there was battery life depletion. X-ray results reportedly showed no abnormality. It was noted that the patient gets some coverage in the lower extremity, but very rarely does he get tremors in the right inguinal area. It was later reported that the patient had increased pain and the device had high impedances. It was noted that therapy had been suspended and the entire system was off. The patient outcome was noted as ¿resolved without sequelae.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that authorization was acquired and there was a successful replacement of the ins and a lead revision on 2013-10-18. It was noted that the outcome was resolved without sequelae.

Event description:
Additional information received reported that impedance measurements on the implantable neurostimulator (ins) performed on (B)(6) 2012 showed values of >3600 ohms. The etiology of the event was noted as related to depletion of the ins battery due to the workman¿s compensation not authorizing ins replacement in a timely manner (over 6 months). The authorization was now approved and the patient was waiting to be seen by the neurosurgeon. It was noted that while the patient was waiting for the authorization, they had totally lost the excellent coverage that the ins device therapy had provided and complained of back pain, lack of sleep, and the inability to work. The patient outcome was noted as ¿ongoing event¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3998, lot # lb3992, implanted: (B)(6) 2003, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3998, lot # lb3992, implanted: (B)(6) 2003, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the etiology was related to the device or therapy.